Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Customer stated they are experiencing functional issues; their teeth are making contact and grinding against their top teeth due to the current alignment.